Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced pain, infections, vaginal scarring/shrinkage, urinary problems, bowel problems, and pain with sexual intercourse. She was forced to return to her doctor several times because of these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.